Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the stopcock manifold of a three gang large bore stopcock manifold was observed broken. During an unspecified medication infusion via a hickman catheter, the nurse went to check the patient and observed a ¿large amount of blood was on the bed¿ (volume of blood not reported). One unit of packed red blood cells were transfused to the patient. No further information was available at the time of this report.

Manufacturer narrative:
H11: the device was received for evaluation. A visual inspection was performed, and it was noted that the stopcock was broken in two pieces. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.